Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump issued an alarm but is noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 284(mg/dl). The customer stated they would contact their health care provider regarding their elevated bg. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.